Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). During field repair service, a baxter service technician discovered additional problems with the device. The pump was sent to baxter for further repairs.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred upon power up in the "clinic e" department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with battery damage was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 5.09.90.